Event description:
Customer called on (B)(6) 2011 reporting of a blue liquid leak around the white blood cell (wbc) bath of coulter lh 750 hematology analyzer but could not locate the source of the leak. Customer noted that several samples were running when the leak occurred. However, after a rerun of the samples, results matched those run when the leak was discovered. Customer was wearing proper protective personal equipment at the time of the leak and no one was injured or exposed to the leak. Field service engineer (fse) was dispatched and found that the lyse restrictor line from the complete blood count (cbc) lyse pump to the wbc bath was leaking due to a tear at the metal fitting. Fse replaced the line and repair was verified per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).